Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an early life device failure. There was no report of patient involvement.

Event description:
It was clarified that the issue was found to be an alarm autotest fail code 02120077. There was no patient involvement.